Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for non-malignant indications for use. The healthcare provider (hcp) reported that the patient presented for a baclofen pump refill and received a notification stating: "potential overdose¿and the pump has been stalled for more than 1,092 hours and 52 minutes. The hcp confirmed that the patient's most recent magnetic resonance imaging (MRI was performed on 2025-06-05. The patient was hospitalized as an inpatient and reported that their pump was not interrogated following this MRI. The tech services educated the hcp on telemetry function and emphasized the importance of interrogating and updating a patient's pump following any MRI. It was noted that the hcp has a new clinician programmer. The agent advised hcp regarding possible cautionary motor stall cases associated with new clinician programmers. Outcome: the hcp proceeded with the pump refill.